Event description:
During a procedure an attempt was made to use one onyx frontier coronary drug eluting stent when the tip of device detached, cracked or fractured at the balloon and dislodged during removal of the device. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues. Negative prep was not performed. The lesion intended to be treated was located in the mid right posterior tibial. The stent was deployed with no issues and was post-dilated with the stent delivery balloon at 15 atm. Following two post-inflations, the delivery system was removed and it was identified that the balloon had detached. Attempts were made to snare the detached portion which was unsuccessful. The tip of the balloon catheter had to be surgically removed from the patient. The device did not pass through a previously-deployed stent. There was no resistance encountered when advancing the device, and excessive force was not used during delivery. No further patient complications were reported as a result of the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: sufficient time was given for the balloon to deflate prior to attempting to remove the device from the patient. The device did not kink or require straightening during use. No resistance was noted during attempts to remove the balloon following post-dilation. The detached portion was successfully removed from the patient during the surgical procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.